Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Action taken with dianeal and extraneal therapies were not reported. The patient experienced peritonitis and the cause of peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with fortum-ip (250 grams in each bag for 14 days) and vancomycin (2 grams) 1st day and 7th day (route not reported) for peritonitis and the regimen was continuing. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.